Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The cable connection between sensor interface board and anesthesia control board was reconnected to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718. The distributor performed a checkout of the equipment and confirmed the reported complaint. The cable connection between sensor interface board and anesthesia control board was reconnected to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.